Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received approximately twenty inappropriate shocks due to low r-wave measurements with triple counting and t-wave oversensing when programmed to alternate sensing vector. The subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed to secondary vector. The baseline was wandering. The patient came in for a treadmill test which showed no issues. It was noted the inappropriate shocks occurred when she was doing her hair in the shower. Isometric testing found baseline noise in all configurations. The noise during isometrics was not sensed. Boston scientific technical services (ts) was consulted and discussed secondary vector appeared stable during exercise and isometric testing. The amount of noise observed during isometrics was not significant and should not pose difficulty for the s-ICD as the noise algorithms are intended to manage temporary noise. Seven days later rate evaluation was performed via the remote home monitoring system. It was noted that the tachy count has remain unchanged since the programming change. Two years later noise was seen on the presenting electrogram (egm). Review of the presenting egms in the patient's follow up history showed occasional and brief episodes of noise, but were mostly void of noise. Ts suggested checking the patient's posture, position, movement during remote interrogations. Ts noted the noise may be due to some positional myopotential. One year later the clinic indicated that the patient continues to experience episodes of noise and has had three untreated episodes along with the previous 22 shocks.